Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign distributor regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported there was a suspected pump failure. The event date was not reported. The patient experienced pain and abstinence syndrome; the location was specified as the legs. The patient was admitted to control their pain and withdrawal syndrome with drugs; the hospitalization was reported to be 15 days. Medical or surgical intervention was necessary to prevent permanent impairment of a function. The pump was explanted on (B)(6) 2019. The patient status was alive - no injury. The pump would be returned. Further complications were not reported or anticipated. Additional information was received. The issue was first identified in (B)(6) 2018. The pump was infusing morphine (1 mg/ml at 0.6 mg/day). Troubleshooting included reading the pump with an n'vision programmer. The error "stopped pump" (stall engine) was identified intermittently without generating an audible alarm. When the patient tried to give a bolus, the error 8476 (motor stall) sometimes appeared. No contributing factors to the event were identified. The issue resolved in (B)(6) 2019 when the pump was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the pump would not be returned.